Manufacturer narrative:
Product analysis: the mas has fractured approximately 2mm before the bone screw head. The fracture is fairly flat. Under microscopic review, there are indications of torsional overload, with little to no signs of a bending moment. There do not appear to be any defects at or near the level of fracture that could have contributed to the failure. The diameter at the level of fracture appears to meet print spec. The fracturing of the bone screw shaft appears to be the result of material overload through torsional force. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was pre operative diagnosed with isthmic spondylolisthesis grade 2 at l4-l5; and osteo condensation of vertebral bodies l4-l5-s1.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fixation of 2 levels with 4 screws and 2 rods. Intra-op, patient's bones were very hard and on implanting the screws, tulip of one of the screws broke and was stuck in the screwdriver. The shaft of the screw was however left implanted in the bone. The surgeon added another screw in the next pedicle in order to complete the fixation. No patient complications were reported.